Manufacturer narrative:
Approximate age of device ¿ 4 years. The device was returned for investigation. The evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted to the hospital on an unspecified date for treatment of persistent ventricular tachycardia and underwent two ablation procedures. Additionally, on (B)(6) 2016, the patient was taken to the operating room for a sympathectomy, however, was unable to tolerate single-lung ventilation due to spo2 values in the 70% range, and the procedure was aborted. The reason for the sympathetectomy was not provided. It was reported that heparin anticoagulation was held in preparation for the sympathectomy. On (B)(6) 2016, the following morning, the patient¿s lactate dehydrogenase level had doubled to 1600 u/l from 800 u/l and the lvad was reportedly alarming and indicating a lack of flow. The clinicians reported that it became apparent that significant pump thrombosis and pump failure had occurred with no recourse. The patient's family opted to withdraw care. The patient expired on (B)(6) 2016. The patient¿s cause of death was reported to be lvad pump thrombosis resulting in cardiopulmonary arrest, advanced systolic heart failure and persistent ventricular tachycardia. Additional information was requested but not provided.

Manufacturer narrative:
Additional information the device was returned with the percutaneous lead (lead) cut approximately 2 inches from the pump housing; the severed portion of the lead was not returned. Upon disassembly of the device, examination of the blood tube/rotor inlet section revealed a large denatured thrombus ring adhered to the inlet bearing ball and inlet section of the rotor. The ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the device was operating. Flat, non-laminated depositions were present on the body of the rotor and in the lumen of the blood tube. The depositions were not adhered to any surfaces, but areas of the depositions were hard and denatured, indicating that they were present while the device was operating. The depositions appeared to be similar to the thrombus ring found on the inlet bearing ball and potentially originated there. The thrombus formations found in the pump were occluding the majority of the blood flow path through the pump and could have contributed to a decrease in blood flow, resulting in the report of low flow alarms. Examination of the remaining blood-contacting surfaces revealed non-laminated depositions in the lumens of the inflow graft, inlet elbow, and in the outlet stator. These depositions appeared to have developed as the result of poor surface washing due to a low flow event or an interruption in flow through the pump, potentially developing secondary to the thrombus formations found around the rotor inlet bearing ball and on the body of the rotor. The thrombus formations found in the pump could have contributed to the report of an elevated lactate dehydrogenase level. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists thrombus and hemolysis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: the patient was admitted on (B)(6) 2016 for ventricular tachycardia (vt). The patient underwent two vt ablation procedures on (B)(6) 2016. It was confirmed that the patient did not have a sympathectomy. The patient's heparin infusion was started due to subtherapeutic inr values.